Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm, moisture damage on (B)(4) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, battery connector, force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 19:10:00. Due to moisture damage on the force sensor. Force sensor zero offset within specification 23.6 milivolts. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to moisture damage force sensor. Device exposed to moisture confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer accidentally got into a hot tub and the insulin pump had other critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.